Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 44 mg/dl at the time of the incident. The customer was at 98 m/dl at the time of the call. The customer was given glucagon injection and sugar water to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer was changing her set and the pump pushed all the insulin in the reservoir into her body. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery anomalies noted during testing. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.